Manufacturer narrative:
The insulin pump was received with compromised force sensor system error alarm during basic occlusion test due to loose/protruded drive support disk. The pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked end cap.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed when she changed her set. The customer stated that insulin squirted out and the pump continued to go back to rewind/fill tubing. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.